Manufacturer narrative:
Customer strips were tested in qa and gave blood and control readings that were an average of >100mg/dl low out of spec. Upon visual inspection, all of the strips appeared to have been damaged by exposure to liquid, likely by the customer.

Event description:
A bayer rep from the (B)(6) stated a customer received blood glucose readings of 4.6 and 4.0mmol/l on the contour link meter, retested on a different meter and received 13.0 and 12.0mmol/l. The difference between the readings fall in the "c" zone of the consensus error grid, making the difference clinically significant. There was no allegation of an adverse event. The test strips are expected to be returned for eval. The customer was given a new meter and strips.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.